Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data received and no communication between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using test account oustestpat6 on the ous test environment was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in 10938952doc_r. After conducting a thorough investigation, we noticed that a json exception error was occurring inside the periodic packet validation lambda. The periodic validation lambda is responsible for validating incoming data packets. The error prevented the processing of any subsequent packets for the affected session, thereby halting data flow for that particular instance. This was because of an incorrect instrumentation parameter being set for logging which caused the error to occur. This has been resolved via configuration change to a logging collector class in which the instrumentation parameter is able to handle the data correctly. This fix has been validated through internal testing. Additional infrastructure changes have been performed to the periodic validation lambda to prevent any future container related errors. As of now, there seems to be no cases in which packets are failing incorrectly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.